Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result for one patient sample tht was generated by the access immunoassay system instrument. The accu tnl result for the patient was 0.90 ng/ml. The result was not reported out of the lab. The customer repeated the result on a different instrument and obtained 0.00 ng/ml. No additional information regarding this event has been reported.